Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the returned photo revealed a staple puncturing and sticking out of the side of the bag, near the bottom corner. The reported problem was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a staple attached to an exactamix 250 ml eva tpn bag. This was noted by the staff after opening the device¿s overpouch. There was no patient involvement. No additional information is available.